Event description:
It was reported that the device pump was having communication issues with multiple pcu, replaced iui still error occurred. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of the communication errors on pump module was confirmed based on the review of the pump event logs; and the error could be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. Internal inspection observed iuis in good conditions with date code of jun/2024 for the left (female) and oct/2024 for the right (male) iui. The pump module event logs showed that on february 12, 2025, at 9:51 am, was powered on attached to pcu s/n: (B)(6) (not received). Between 9:58 am and 12:56 pm communication errors ¿net iuc communications down¿ were recorded in the pump module¿s event logs three (3) times. Tests were conducted with multiple pcu units to replicate the reported issue. It was reproduced on a single occasion when connected to pcu 3, after a period of 33 minutes of inactivity. It was connected at 10:22 am and pump alarmed ¿communication error¿ at 10:55 am. However, despite additional attempts with other units (including the pcu where the error occurred), the error could not be reproduced again. Laboratory test results from the iui connectors test did not produce any communication malfunctions or errors. The alaris technical service manual explain the inter-unit communications circuit and connections: software within the pcu and all attached modules provides bidirectional communications between a pcu and one or more attached modules. This allows the pcu to coordinate communications from multiple functioning modules on a common transmit/receive bus. At the start of each attempted dialogue, the pcu software sets a timer at the maximum time allowed for the attached module to respond. If the attached module does not respond in the allotted time, the timer expires and the pcu software determines a communications failure. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device pump was having communication issues with multiple pcu, replaced iui still error occurred. There was no patient involvement.